Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified clear fluid inside the device, opening, crease flat, and wear abrasion. Leak test was performed and found an opening on posterior. A microscopic analysis was performed which identified a sharp edge opening assessed as unidentified (tear) opening. A dimensional measurement in the shell was performed which identified the thickness was within specification. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a sharp edge opening on patch/shell bond edge due to an unidentified (tear) opening.

Event description:
Healthcare professional reported a left side deflation. Device was explanted.